Event description:
Customer called lfs on 9/20/02 alleging that their ot ii meter would not power on. The issue was unresolved with trouble shooting. The issue with the meter occurred only once. On the day of the incident, the customer was experiencing symptoms of a headache. Patient drove themselves to the hospital where patient obtained a reading of 250 mg/dl. Patient was given insulin and IV fluids and released the next day. Patient stated patient does not remember the day of the incident, only that it was last week. Patient takes a set amount of glucophage. No further information was reported. The meter has been replaced for the customer.